Event description:
It was reported that the device was explanted after an implant duration of approximately 61 months. (Through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis.

Event description:
It was reported that the pt had stage 4 cancer and had experienced an underdose with increased baseline pain. It was unk if the increased levels of pain were related to the device or the natural progression of the disease. It was noted that the pt had experienced increased pain in spite of being on "extremely high doses" of intravenous medication. The report also indicated that the pt had three mris the week prior and it was unk if the pump stalled due to the mris. The pump was interrogated but they were still unable to determine if the pump had stalled. There were no alarms. Add'l device troubleshooting was being considered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The device was evaluated on 12/04/2009.evaluation summary: host tissue and calcification are detected at the sewing ring. Cuts in the sewing fabric are evident which exposed the silicone ring. The x-ray demonstrates calcification.

Event description:
Reportedly, the device was explanted after an implant duration of 26.67 months for unknown reasons. Per the cer: the ring was explanted and another device was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device returned; however, not evaluated yet.